Event description:
The instrument was used during a laparoscopic appendectomy. It was reported the ez35 was positioned and fired by the surgeon. The staples fired but the tissue was not cut. It is not known on which firing this occurred or how the case was completed. There was no consequence to the patient.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections and results: lockout position: fired; cartridge condition: 15 staples fired; cartridge return batch number: j0091r; intrument number: 216. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: broken; condition of yoke: good. Analysis conclusion: based upon info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading intructions.